Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. System operates as intended.

Event description:
Customer reported a collimator iris error. No pt injury was reported.